Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a left knee revision using the depuy tc3/revision mbt construct, when the 5 degree femoral adapter was being tightened to the femoral tc3 implant, the torq wrench broke, and the plastic tip of the torq wrench became separated from the wrench, and stuck onto the 5 degree adapter.